Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in 2 sections due to a break in the inner and outer extrusions at 6.4cm proximal from the tip. The shaft at the break site appears stretched and the blue inner shaft is stretched and bunched, proximal from the balloon. The stent not returned with the delivery catheter however the detached stent was received entangled with the detached stent for the related complaint. An examination of the detached stents found that the stents were severely stretched and damaged. A closer examination identified that some struts were fractured. Further examinations of the device identified that the hypotube was kinked inside the strain relief. No other damage was visible along the lengths of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of caused by other has been assigned to this event as the complaint indicates another device/drug/subsequent procedure caused the complaint. The complaint report stated that the stent detached after it caught on another promus premier stent during the physician's attempts to withdraw another promus premier device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02344. It was reported that during a coronary stenting treatment procedure that the stents dislodged inside the patient. The target lesion was located in the highly calcified right coronary artery. A 3.5x38mm stent was placed distally. The proximal portion of the vessel was dilated with multiple balloons including a cutting balloon. A 4.0x12mm promus premier mr device was selected and advanced, but it was not long enough for the lesion and was removed. A 4.0x16mm promus premier mr was introduced with difficulty through the touhy and was removed. When the 4.0x16mm stent was removed it also caught the prior 4.0x12mm stent which was also in the touhy. A new touhy was attached and another 4.0x16mm promus premier mr was implanted. There were no patient complications and the patient status was fine.

Event description:
Same case as MDR ID: 2134265-2014-02344. It was reported that during a coronary stenting treatment procedure that the stents dislodged inside the patient. The target lesion was located in the highly calcified right coronary artery. A 3.5x38mm stent was placed distally. The proximal portion of the vessel was dilated with multiple balloons including a cutting balloon. A 4.0x12mm promus premier mr device was selected and advanced, but it was not long enough for the lesion and was removed. A 4.0x16mm promus premier mr was introduced with difficulty through the touhy and was removed. When the 4.0x16mm stent was removed it also caught the prior 4.0x12mm stent which was also in the touhy. A new touhy was attached and another 4.0x16mm promus premier mr was implanted. There were no patient complications and the patient status was fine.